Event description:
The customer reported that following a diagnostic catheterization procedure on 7/15/99, a vasoseal vhd kit size 1 was deployed. The physician remarked that the site was oozing around the sheath during the entire catheterization procedure and a "grapefruit" size hematoma was noted in the groin area after pressure was held for five minutes. The nurse stated that the hematoma was "firm." A femostop was applied without success and surgical evacuation of the hematoma was required. The lab crew were unsure if the hematoma was present prior to vasoseal vhd deployment. The pt remains in the hospital due to an unrelated procedure. No further complications were reported.